Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined unable to scan medication during pulling. A technical support specialist reached out to customer to investigate, but no response received. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had unable to scan medication. Customer mentioned did not bring up the option to scan when pulling medication. The medication is called fentanyl and potassium. It was happened for at least 7 medication. There were no adverse events or injuries reported based on this event.